Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, in-stent thrombosis occurred. Prior to the index procedure, the patient presented with chest discomfort and was further diagnosed with myocardial infarction (mi) and coronary artery disease. An unspecified taxus express2 paclitaxel-eluting coronary stent was implanted the right coronary artery (rca). The patient was instructed to and did take plavix for three months post-procedure. Approximately two years later the patient suffered a mi reportedly due to in-stent thrombosis of the rca at the previously placed taxus stent. The patient underwent angioplasty and further stenting of the rca was performed. No further patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.